Event description:
Additional information indicates that the patient got a staphylococcus infection in and around the pocket. The device pocket was noted to be oozing. The patient was then put on strong antibiotics for two-three weeks. This right atrial (ra) lead was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a planned system revision due to infection. Additional information was sent but was unsuccessful. There were no additional adverse patient effects reported. The rv lead remains in service.